Manufacturer narrative:
A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components. This leak caused the 0x3d hazard alarm indicating step sensor asserted before wire driven. The top housing was observed to be cracked. It is unknown when or how this damage occurred. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.2. Cloud - smartphone hardware iphone16.2. Cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm while wearing the pod.